Manufacturer narrative:
This report is being supplemented to provide additional information based on customers provided hygiene microbiological investigation hmi test results and the device return evaluation (regional repair center (rrc) olympus) . The customer provided the hygiene microbiological investigation (hmi) results. Ist test - 9/20-22- instrument channel ¿ tested positive with kocuria rhizophila (62 cfu/ 10 ml at 36 degree celsius, >200 cfu/10 ml at membrane filtration at 36 degrees celsius) air/water channel- <1 cfu/10 ml at 36 degree celsius, >1 cfu/10 ml at membrane filtration at 36 degrees celsius. Distal end- <1 cfu/ml, transport control channel -- <1 cfu/ml. Second test- instrument channel ¿tested with kocuria rhizophila results of <1 cfu/10 ml at membrane filtration at 36 degrees) . Air/water channel- tested positive with staphylococcus agalactiae (>600 cfu/10 ml at 36 degree celsius, >200 cfu/10 ml at membrane filtration at 36 degrees celsius. Transport control channel - <1 cfu/ml. Rrc (regional repair center) olympus device evaluation, the following findings were noted below: s-cover plate is detached. Adhesive on a-rubber has a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reported address: full name of customer establishment is (B)(6). The subject device has not yet been received at service business center olympus hamburg for physical evaluation. The subject device was sent to olympus third party subsidiary for hygiene microbiological investigation (hmi) for further investigation after the device was reprocessed. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. Cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: aer/ewd reprocessor: tested. Model name: medivators. Detergent name: rapicide b. Disinfectant name: rapicide a. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel detergent used : intercept. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,. Brush model: double cleaning brush keysurgical manual disinfection not performed. Scope storage: drying cabinet. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported, at the first (1st) test ,the instrument channel tested positive with microorganism , at the second (2nd) test, instrument channel tested negative , however, the air/water channel tested positive with microorganism. The issue found during culture test at reprocessing. The customer did not provide the specific microorganism found on the device channels (air/water channel) . Follow up is in progress for the customer (hygiene microbiological investigation) results . The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.